Event description:
A patient contact reported the cassette was leaking solution from the pin area and an air detected in cassette alarm occurred during an unknown part of treatment. There was no patient harm reported. Upon follow up with the patient contact, they received an air detected in the cassette message. They were able to proceed with setup. The patient contact noticed that the pin near the exit site where the catheter attaches to was leaking. The patient contact stated that the leak might ve occurred either during fill or drain 0. The patient contact could not specify at which step the leak had occurred but advised that it was during treatment. The patient contact did not notice the leak until they were cleaning the catheter site. The patient contact stated they were advised by the peritoneal dialysis registered nurse to re-setup with new supplies. The patient contact stated that there was nothing unusual nor physical damages to the cassette that they observed. The cassette was not available as it has been discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported the cassette was leaking solution from the pin area and an air detected in cassette alarm occurred during an unknown part of treatment. There was no patient harm reported. Upon follow up with the patient contact, they received an air detected in the cassette message. They were able to proceed with setup. The patient contact noticed that the pin near the exit site where the catheter attaches to was leaking. The patient contact stated that the leak might¿ve occurred either during fill or drain 0. The patient contact could not specify at which step the leak had occurred but advised that it was during treatment. The patient contact did not notice the leak until they were cleaning the catheter site. The patient contact stated they were advised by the peritoneal dialysis registered nurse to re-setup with new supplies. The patient contact stated that there was nothing unusual nor physical damages to the cassette that they observed. The cassette was not available as it has been discarded.

Event description:
A patient contact reported the cassette was leaking solution from the pin area and an air detected in cassette alarm occurred during an unknown part of treatment. There was no patient harm reported. Upon follow up with the patient contact, they received an air detected in the cassette message. They were able to proceed with setup. The patient contact noticed that the pin near the exit site where the catheter attaches to was leaking. The patient contact stated that the leak might¿ve occurred either during fill or drain 0. The patient contact could not specify at which step the leak had occurred but advised that it was during treatment. The patient contact did not notice the leak until they were cleaning the catheter site. The patient contact stated they were advised by the peritoneal dialysis registered nurse to re-setup with new supplies. The patient contact stated that there was nothing unusual nor physical damages to the cassette that they observed. The cassette was not available as it has been discarded.

Manufacturer narrative:
Plant investigation: twenty-five devices were returned to the manufacturer with the original package, and a physical evaluation was performed. The complaint product samples were visually inspected and no damages or cracks on the patient connectors were found. The sample is acceptable. In addition, the samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the evaluation of the samples was not confirmed the alleged failure stated in the complaint. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.